Event description:
Received info stating insulin has leaked out from cartridge. Customer is unsure where the insulin was leaking from. The issue did not impact the customer's blood glucose level.

Manufacturer narrative:
The product is expected to be returned for eval; however, the device has not been received by the MFR a follow up report will be submitted.